Event description:
Boston scientific received information that a this right ventricular lead with competitor device displayed a low out of range shock impedance measurement. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned and no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.